Event description:
Medtronic received information that approximately three years following the initial implant of a bioprosthetic aortic root valve, the patient presented with severe mitral regurgitation and subsequently had mitral valve replacement. Additionally, four years following the implant of this bioprosthetic aortic root valve, the patient presented with aortic insufficiency. The patient experienced a complete rupture of the aortic root wall (time in relationship to implant not reported). Subsequently, the aortic root valve was replaced with a mechanical valve. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, several pieces of a partial freestyle valve were received including a small leaflet remnant and porcine aortic wall pieces. The largest remnant of aortic wall measured approximately 5 cm x 2.5 cm and contained part of the sewing ring, an intact commissure with one partial leaflet and one full leaflet. The full leaflet had a perpendicular cut through the belly. The edges outside of the aortic wall adjacent to the existing leaflets were smooth and rolled back. Note: a detailed analysis could not be completed due to the receipt condition of the valve. Of the portions received, all existing leaflets were slightly stiff but flexible except where host tissue extended on the inflow. The whole leaflet had been cut through the free margin and belly to the outflow margin of attachment during explant. The partial leaflet was cut and/or torn during explant. One commissure was intact. Glistening off-white pannus remained attached along the inflow margin of attachment adjacent to the two existing leaflets and existing inferior coaptive area. Pannus was observed on the outer wall of three aortic wall pieces. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Due to the returned condition of the valve, a definite root cause for the rupture could not be determined. However, pannus, generally considered to be patient related, may have contributed to the clinical observation. (B)(4). (B)(6).